Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternative wall adapter and cable, and no power source alerts were found in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode and return it with pre-paid label, and was advised to program pump settings and connect cgm on replacement pump, including selecting appropriate setup option for new 7.10.2 replacement pump.